Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch will be filed.

Event description:
It was reported that during an angioplasty and stenting procedure, removal difficulties and a shaft break occurred. The lesion was located in the femoral artery. The 5.0x100/135mm sterling over -the-wire balloon catheter was used to post-dilate the stent placed on the femoral artery. Following post-dilatation, the physician attempted to deflate the balloon and withdraw the balloon through the sheath. However, the distal tip of the balloon was unable to be withdrawn. The physician "again called negative pressure" and the balloon was still unable to be withdrawn through the sheath. Therefore, the physician forcefully withdrew the balloon through the sheath. The distal 40cm of the catheter, including the balloon material, remained in the sheath. Subsequently, the physician completely removed the sheath and the wire from the pt. A new sheath was inserted and the procedure was completed with another MFR's device. Add'l info has been requested regarding this event.